Event description:
The customer reported the ventilator failed pre-operational extended self testing due to a crossover circuit fault. Failure of the crossover solenoid may result in a volume loss during use in normal ventilation operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer replace the crossover solenoid to address the reported problem. The biomedical engineer reported the crossover solenoid was replaced as advised and the reported problem was resolved. The biomedical engineer reported the unit passed extended self testing and performance verification testing.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.